Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in a robotic assisted esophagectomy, they had difficulty removing the stapler from the cavity. When they fired the stapler, they turned the black knob twice and they all heard the click. When they tried to remove the stapler it would not budge. They gave counter pressure to the stapler and it still would not budge. They were finally able to remove the stapler by massaging it out of the tissue. They were able to notice one complete donut, and could not find the incomplete donut. An acute leak at the anastomosis was detected 1 day post operatively. To resolve the issue, anastomosis was oversewn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in a robotic assisted esophagectomy, they had difficulty removing the stapler from the cavity. When they fired the stapler, they turned the black knob twice and they all heard the click. When they tried to remove the stapler it would not budge. They gave counter pressure to the stapler and it still would not budge. They were finally able to remove the stapler by massaging it out of the tissue. They were able to notice one complete donut, and could not find the incomplete donut.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A cross cutting staple was observed on the mylar cutting ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed staple in the cutting ring may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in a robotic assisted esophagectomy, they had difficulty removing the stapler from the cavity. When they fired the stapler, they turned the black knob twice and they all heard the click. When they tried to remove the stapler it would not budge. They gave counter pressure to the stapler and it still would not budge. They were finally able to remove the stapler by massaging it out of the tissue. They were able to notice one complete donut, and could not find the incomplete donut. An acute leak at the anastomosis was detected 1 day post operatively. To resolve the issue, anastomosis was oversewn. The event lead to extended hospitalization.